Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported difficulties. It was reported the stent delivery system (sds) was reinserted into the patient anatomy after the failed attempt to cross, which likely contributed to the reported difficulties. It should be noted the mini vision instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. An interaction with the heavily calcified lesion during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Additional treatment was used to successfully manipulate the dislodged stent to the target lesion where it was deployed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and there have been no incidents reported for stent dislodgement for this lot. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter during manufacturing. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all relevant information.

Event description:
Reportedly during use of the device to treat a lesion in the right coronary artery (rca) which was tortuous and heavily calcified, the stent became dislodged inside a non-abbott guiding catheter; however, the stent was ultimately manipulated into the target lesion the mid rca was stented first and then the mid to proximal rca was attempted to be stented; however, the 2.5 x 15 mm mini vision could not cross. The non-abbott guiding catheter was repositioned and the 2.5 x 15 mm mini vision was re-inserted into the vessel; however, the stent dislodged inside the guiding catheter. A snare was used to try and retrieve the dislodged stent from the guiding catheter; however, it was unsuccessful. Next, several balloons were used and the dislodged stent was successfully manipulated into the target lesion and the procedure was complete. The patient was fine. There were no reported patient effects. The physician was reportedly very happy with the result. No additional information was provided.